Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the pt's blood glucose elevated to 386 mg/dl with symptoms of nausea and vomiting. Reportedly, the pt woke up under that condition while the pt noticed there was no power to the animas pump. The pt was able to turn the pump back on and bolused to correct for the high blood glucose. During troubleshooting, the animas healthcare provider concluded that the animas pump has a crack in it. This complaint is being reported because the pt claimed he developed symptoms suggestive of hyperglycemia after the animas pump had a power issue.